Event description:
The customer reported that the charge pak icon was displayed during a routine inspection. During eval by medtronic it was observed that the device would not power on. There was no pt involvement during the reported event.

Manufacturer narrative:
Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.